Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported failing downstream occlusion test which was reproduced. The reported condition was verified. The cause was determined to be the force sensor being out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test (on high alarm at 26-27). The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.